Event description:
It was reported that during a left upper lobe wedge resection when the surgeon attempted to close the device anvil and closing trigger it became dislodged and was not connected anymore. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Results and conclusion - channel retainer detached. Evaluation summary. The analysis results showed that the device was received with the clamping mechanism damaged, and with a reload present. The reload was received partially fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the right and left shroud channel retainer holding features were found broken, not allowing the device to properly close. It is possible that the device was clamped over thicker tissue then indicated resulting in higher than normal stresses causing the device to malfunction. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.